Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The issue was resolved prior to when the customer contacted tandem technical support. The customer declined troubleshooting assistance from tandem technical support, and no further information could be obtained.